Event description:
It was reported the subject device had too much heat compound applied but lamp malfunctioned (turned off). The issue occurred during preparation for use for an unspecified diagnostic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3 and h6. It has been over twelve (12) years since the subject device was manufactured. A review of the device history record found no deviations or non-conformities that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be identified. However, olympus confirmed the excessive heat compound was applied to the lamp; resulting in the lamp turning off. The lamp not lighting was confirmed as well, due to a faulty converter. Olympus will continue to monitor the field performance for this device.